Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician felt the sealant was delivered when the shuttle came to an abrupt stop; however, after removal of the sheath and white advancer tube, the the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deliver. The balloon was deflated, and manual compression was performed for 30-35 minutes. There was no reported patient injury. The physician requested replacement of the remaining devices in the box. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx- trained. A 6f non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity and no peripheral vascular disease or calcium in the vicinity of the puncture site. Manual compression was used to achieve hemostasis for 25 minutes. There was no significant resistance when shuttling down, and no unusual force was applied when retracting the sheath. The advancer tube was not visible and did not come out of the black catheter. No damage was found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). Five sterile devices will be returned for evaluation.